Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing morphine (dose and concentration unknown). The indication for use was non-malignant pain. On (B)(6) 2017, it was reported that a dresser fell against the patient many months ago in 2016. The dresser fell on the corner of the pump, and the next morning the patient woke up feeling under-medicated. The patient went to the emergency room (ER).